Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7079055, UDI: (B)(4).